Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in training in the use of the starclose device, attempted arteriotomy closure of an unspecified vessel, after a diagnostic procedure. Reportedly, during clip deployment the thumb advancer stroke could not be completed. The physician activated the safety release button, which was not successful in retracting the vessel locator wings. The device was removed from the pt with the vessel locator wings deployed. Hemostatis was achieved with manual compression and a "pressure button". There was no adverse pt sequela. On inspection after removal, the device appeared to be "crooked". Though requested, no add'l info was available.